Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Event description:
It was reported that a "speaker malfunction" inop was displayed on the intellivuemx850 patient monitor. It is unknown if any sound was coming from the device. The device was not in use monitoring a patient at the time of the reported event.

Event description:
It was reported that a "speaker malfunction" inop was displayed on the intellivuemx850 patient monitor. It is unknown if any sound was coming from the device. A philips response service engineer (rse) spoke to the customer. The customer was advised to check whether the error was caused by the monitor or the connected x3 or x2 by swapping the modules across. A good faith effort was made to obtain additional information on how this issue was resolved for the customer but has been unsuccessful to date. The customer was provided with troubleshooting information, but provided not feedback. The resolution is unknown at this time as the customer stated the issue has been fixed, but provided no further details. The device was not in use on a patient.